Event description:
It was reported that during use of the bd venflon¿ pro safety peripheral safety IV catheter the needle sheared through catheter plastic during insertion/withdrawal of needle as a result the catheter has snapped.

Manufacturer narrative:
Investigation summary: one actual sample was received for the investigation of this complaint. The used sample was subjected to visual inspection after decontamination. No other complaints have been received for similar defect on this batch. DHR review shows there is no related quality notification on the defect or condition of needle through catheter for the past 12 months. No abnormalities observed after reviewing preventive maintenance, calibration and equipment records. Investigation conclusion: a clean cut was observed on the catheter. Bd was able to confirm the customers indicated failure mode. Root cause description: the clean cut could have been resulted by the cannula pierced through catheter which causes it to break during withdrawal or it could be cut by sharp object. Cannula pierced through catheter could have occurred during the assembly process of catheter tubing and cannula or during product application when the product was manipulated. However, there is an automated vision inspection system that can detect and reject product with cannula pierced through catheter in the assembly machine. Based on the investigation and analysis, the root cause of the reported nonconformance is not from the assembly process.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety peripheral safety IV catheter the needle sheered through catheter plastic during insertion/withdrawal of needle as a result the catheter has snapped.